Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. Rewiring of the lesion was required to complete the procedure, thus resulting in prolongation of the case. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. Foreign- (B)(6). The angiosculpt device was returned for evaluation. Visual examination found no unusual characteristics of the device. During functional testing, a 0.018" laboratory guide wire was inserted through the distal end, but unable to pass. Under microscopic inspection, a damaged inner member was observed. It is probable that the damaged observed on the inner member was caused by the force applied by the user.

Event description:
The catheter was used for evt ppi. During removal from the body, some resistance met and the catheter and guide wire were removed as a unit. Outside of the body, the guide wire was able to be removed by force, but was damaged and disposed. Rewiring of the lesion was required to complete the procedure with a competitor device.